Event description:
The company was informed that the pt reportedly experienced sudden loss of lock between the external equipment and the cochlear implant. Programming changes were made and troubleshooting the external equipment was performed. The issue was not resolved. Revision surgery was recommended.